Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with sub epithelial infiltrate outside the flap edge in the right eye one week post lasik. The patient's topical antibiotic was changed to a different topical antibiotic. The patient was seen in follow up two days later and the corneal infiltrate had resolved. No additional information available.

Manufacturer narrative:
A review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user performed gas change, skipped the scanner test and performed the needed energy, eyetracker and fluence test without any issue. The logfile review shows the user only performed energy check two times (at system startup and 13 minutes later), then performed 48 treatments on that day without energy check. According to user manual the user has to performed energy check between patients within 30 minutes before every treatment, but the energy was stable during the day. All treatments on that day were finished successfully without any problems. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).